Event description:
On 9/8/2023, it was reported by a sales representative via sems-06025851 that an ar-9597-20 angled reamer sleeve had an issue during a rtsa procedure on (B)(6) 2023. The angled reamer was getting hung up with the shaft inserted. There was no harm to the patient, and the case was only delayed 3 minutes. This occurred during use with no patient harm. Additional information has been requested. On 9/26/2023, the sales representative provided the following information via email: the instrument was deemed unsatisfactory/unusable during the case. When the device got hung up during the case, another instrument tray was accessed to use a different ar-9597-20 angled reamer sleeve to complete the procedure successfully.

Manufacturer narrative:
Complaint is confirmed. Functional testing was not performed on the returned ar-9597-20 due to the condition of the device. Visual evaluation noted that device has abrasion marks and signs of wear and tear. The most likely cause is attributed to wear and tear due to repeated use. Refer to investigation photo.